Manufacturer narrative:
Product analysis #(B)(4). Post market vigilance (pmv) received one endo gia* 45mm articulating medium/thick reload opened by the account without the packaging material. The product expiration date cannot be verified as the lot # was not reported. The visual inspection of the returned product noted the reload was fully fired, and jaws are clamped despite being disengaged from the instrument. The blade was fully forwarded to the end of the reload. There is a material jammed in the jaws. Pmv performed functional testing cannot be done due to the condition of the reload. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: not opening of the cartridge jaw after the removal of the cartridge. Cut and remove the bitten tissue with bovie. There was no unanticipated tissue loss or damage as a result of the problem. In order to resolve the issue and complete the case, replaced the device. There was no patient harm. The patient status is alive, no injury.